Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, rupture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with two unspecified mentor smooth gel breast implants and suffered several unexplained systemic symptoms, including, being diagnosed with hypothyroidism, fatigue, food allergies, autoimmune symptoms, migraines/headaches, allergies (sneezing, runny nose), knee pain, hip pain, muscle weakness, hair loss, hormonal imbalance, gastrointestinal issues, breast pain, burning/aching , anxiety, depression, insomnia, interstitial cystitis, suspected mast cell activation syndrome, icepick pain, frequent urination, dark urine, dehydration, dry skin, cramps during period, and pmdd. In addition, the patient experienced right-sided rupture. The patient stated that ultrasound performed on unspecified date indicated the rupture, and the patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2021. The implantation date and event date were estimated as (B)(6) 2009 and (B)(6) 2015 respectively based on available information. This report is for the right-sided device.